Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On (B)(6) 2011, the patient received treatment with a loading dose of vancomycin 1 gm ip and ceftazidime 250 mg once daily ip. The patient was recovering from the peritonitis and treatment with ceftazidime was ongoing. Dianeal therapy was ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy.